Event description:
Evidence of lead fracture was noticed 2004. Device and lead were monitored. Lead shorted out the device so it was capped. A portion of the lead was returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severed into 4 lead fragments: the lead was found cut approximately 14.5 cm distal to the is1 connector pin, furthermore the is1 connector as well as both df1 connectors were separated from the yoke. A distal lead fragment including the shock coil and the lead tip was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple abrasion marks. In particular the insulation of the is1 connector pin was found rubbed through close to the yoke. This finding can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.